Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the they were hospitalized due to hyperglycemia. The customer blood glucose level was 600mg/dl. Customer declined to troubleshoot for high blood glucose value. Customer is visually impaired and cannot see lot number and they declined any troubleshoot. The device will not be returned for analysis.